Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b2, b5, b7, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm 3300tfx valve in the aortic position is under evaluation for a valve-in-valve procedure after an implant duration of 8 years, 8 months due to unknown reason.